Event description:
Covidien-(B)(4) received a report that a parent of child awoke in the night hearing a crackling noise and observed the power cable of the n-560 making a noise and then catching fire. The parent replaced the power cord with an alternative.

Manufacturer narrative:
The product initially was evaluated by devon primary care trust. Reported results from this company are: device safety tested, passes 1bf rating. Mem pt lead used to function test device on simulator, fully operational. Device working and not damaged. Faulty mains lead (i.e., power cord) inspected, 16a rating cable. Fault due to fracture in mains live cable, 0.75 conductor broken, heating melted outer insulation. Main lead faulty-unsure if faulty MFR or conductor broken due to outer stress. (Storage, position of cable when used). There was no confirmation of a 'fire' provided in the devon primary care trust report. The n-560 unit was not returned by this facility, as upon their eval, the unit was found to be working and not damaged. Only the related power cord cable was returned after customer had evaluated and sectioned apart the cable, therefore, the cable could not be functionally tested by covidien. The covidien eval of the cable found the live wire of cable broken near the strain relief at the monitor end. Both the neutral and earth wires have scorch marks in the same location as an opening in the cable's outer sleeve, there were no bare wires visible. There were no short circuits between any of the three wires. The neutral and ground electrical connections are intact (no open circuit). N-560 operator's manual includes warning: do not use an n-560, sensor, cables, or connectors that appear to be damaged.